Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a missing sensor wire on (B)(6) 2014. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).